Manufacturer narrative:
A visual examination of the returned device found that the working length was severly twisted, the exposed cut wire was bent and the paint markers at the distal tip were chipped/peeled. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. Testing the bowing functionality found the device did not bow in plane and due to the bent cut wire. Additionally, the bent cut wire caused the orientation to be out specification. The twisted working length prevented advancement of a guidewire. During manufacturing, tome devices are 100% inspected, therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, a very small part of the green coating on the tome tip flaked off in the patient. The coating was not retrieved; the physician chose to let it pass naturally. Additionally, resistance was encountered while advancing the guidewire, so the device was removed and the procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, a very small part of the green coating on the tome tip flaked off in the patient. The coating was not retrieved; the physician chose to let it pass naturally. Additionally, resistance was encountered while advancing the guidewire, so the device was removed and the procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.